Event description:
It was reported that pump experienced malfunction while it was charging and displayed malfunction code that caller was able to reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which caller acknowledged and understood.